Event description:
It was reported by service report that the bed had no motor functions after using the CPR release. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Micro switch out of adjustment.